Event description:
User facility reports an experience of a broken haptic. Analysis of the returned lens revealed a bent haptic. The rptr states there was no pt injury but if it were to recur it could result in pt injury.